Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with mentor smooth round moderate plus profile 350cc saline breast implants which the right side deflated after implantation. Patient reported that the right side feels smaller and that she feels cooling sensation. The issue has not been confirmed by the physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Updated device evaluation completed on (B)(6) 2021: during visual evaluation a tear was observed on the anterior view, measuring approximately 27 cm. Microscopic examination was performed on the edges of the tear, and parallel striations were found in an area of the tear, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area of the tear could not be identified. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on (B)(6) 2020, indicated that patient will remove and replaced with non mentor devices on (B)(6) 2020 manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on (B)(6) 2020: during the visual evaluation, the device was observed to be ruptured. Microscopic examination in the tear edges revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation/rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).